Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode was confirmed to be dislodged, found via x ray. The tip of the electrode was along the sternum and the lead body was pulled back towards the subcutaneous implantable cardioverter defibrillator (s-ICD). This patient had been experiencing sensing issues prior to this along with oversensing, low signal amplitude, inappropriate shocks. Subsequently, tachy therapy was programmed off and a revision procedure will be scheduled. This electrode remains in service at this time. No adverse patient effects were reported.